Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that the implantable cardioverter defibrillator exhibited pseudo-pseudofusion. A ventricular backup pulse was delivered, which induced a short period of ventricular tachycardia in the patient. High-voltage therapy successfully treated this arrhythmia. The patient was seen in clinic on (B)(6) 2019, where programming changes were made to the device. The patient was stable.